Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump has not been received at medela as of (B)(6) 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The issue with yeast infection/thrush potentially from using the freestyle breast pump is currently under investigation in (B)(4).

Event description:
The customer reported the breast pump won't release her nipple causing pain. She also stated the doctor diagnosed her with thrush and prescribed antibiotics and an oral medication/ointment for her and the baby.